Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) reported event of basket wire broke. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an optiflex¿ stone retrieval basket was used in the kidney during a flexible ureteroscopic stone retrieval (urs) procedure. According to the complainant, during the procedure, when the handle was actuated, the basket was able to open and close. Consequently, when the wheel of the handle was turned, it became very difficult to turn and the basket wires had detached inside the sheath. The device was pulled out entirely and the procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.